Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxguard multi-fuse extension set with needleless connector(s) experienced component separation. The following information was provided by the initial reporter: the customer reports that she has had issues with the extension tubing separating from the IV catheter in the vein.

Event description:
It was reported that the bd maxguard multi-fuse extension set with needleless connector(s) experienced component separation. The following information was provided by the initial reporter: the customer reports that she has had issues with the extension tubing separating from the IV catheter in the vein.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.